Manufacturer narrative:
Evaluation summary: the reported condition of free flow could not be confirmed and could not be duplicated during service. A review of the alarm log shows that there is no failure code, just alarm. No programming found in the pumps memory (all zeros). Accuracy tests were performed and all values are within specification. Checked uncontrolled flow along the length of tubing with the slide clamp engaged out side the pump and again installed in the pump with rotate 90 degrees engaged. No uncontrolled flow was observed. Assignable cause: the customers reported problem could not be duplicated. Accuracy test were performed and all values are within specification.

Event description:
The facility reported a free flow of pitocin during pt use. Pitocin 30 milliunits in 500ml of normal saline was hung at 0648 in 2007. The pump was programmed at a rate of 4 milliunits/hr. A liter of lactated ringer solution was being infused at 125 ml/hr via gravity. At 0649, the nurse noticed that the drops were moving too fast, and the pitocin infusion was immediately stopped. The pt became hyper-stimulated and the fetal heart rated decreased. The fetal heart rate was in the 140' before the reported free flow. During the reported free flow, the fetal heart rate was between 90-110. At 0652, terbutaline (dose unk), was administered. After the adminstration of terbutaline, the fetal heart rate gradually increased over a 4 min time period from 120 to 160. After the incident, another pump was used to continue the pitocin infusion. Reportedly, normal labor continued and mother and baby have been released from the hospital.